Event description:
On (B)(6) 2013, I was one of a crew of 4 emt's assigned to transport a patient from and return him to his home. This required the use of a ferno ex glide stair chair with power traxx. During the patient's return to the residence, while ascending the outside steps, the motor control thumb lever malfunctioned and did not return to the neutral (off) position. This malfunction resulted in the motor driving the chair, patient and myself into an iron railing with sufficient force so as to bend the extended right lower lift bar. Trapped between the railing, lift arms, moving chari and in an effort to prevent all of us falling off the landing, I attempted to lift the chair off from the railing. I sustained injury to right hand index and middle finger tendons and sheaths that required 8 weeks of ot followed by cortisone injection. I still have residual mobility issues, discomfort and nerve damage to my right hand and wrist that has precluded my return to work.